Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 12/04/2017. Device evaluation: the cartridge was returned at the manufacturing site for evaluation. Visual inspection showed that a particle was jammed in the 1mtec30 cartridge. The customer's reported complaint was verified. The particle was analysed using the fourier transform infrared (ftir) spectroscopy. The results revealed that the particle is consistent with acrylic based adhesive or acrylate polymer, sodium hyaluronate and a possible inorganic crystal references such as salt (sodium and chlorine). The material of the debris found in the cartridge does not match any of the cartridge material. Sodium hyaluronate and the salt (sodium and chlorine) are consistent with the material used in the surgery process. Therefore, this event could not be considered related to the manufacturing process. Manufacturing records review: the manufacturing records for the cartridge were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
This is not an implantable device (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a foreign material was injected into the patient's eye through the cartridge tip during the intraocular lens (iol) insertion. Reportedly, the foreign substance was removed during the irrigation/aspiration (I/a) procedure after the iol implantation. The patient was not injured and no damage was found in the cartridge. No further information was provided.